Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that patient underwent revision of exposed mesh and posterior colpoperineorrhaphy on (B)(6) 2011. It was also reported that on (B)(6) 2013 mesh were implanted due to stress urinary incontinence and vaginal vault prolapse. It was reported that the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Urinary problems; undefined recurrence; recurrent prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted concurrently with robotic assisted laparoscopic sacral colpopexy with lysis of sigmoid colon adhesions and anal sphincteroplasty due to pop, cystocele, apical descent, rectocele, mixed urinary incontinence and fecal incontinence with chronic constipation.